Event description:
It was reported that: intra-arterial deployment. Total arterial occlusion. Additional information: the procedure was a tavr. Pta performed on right common femoral. Flow restored. Patient is doing well and discharged. Physician states he did not use good judgement in selecting patient for manta use.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 80-year-old male patient (100.6kg/178cm), bmi 31, presented to the or for a tavr procedure. A centrally positioned access was gained utilizing ultrasound and micro puncture. The arteriotomy was 5.8mm with severe eccentric calcification, medial posterior wall calcification, partial circumferential wall calcification, and a deployment depth measurement of 4.0cm + 1cm. The manta instructions for use posts warning not to use manta in patients with severe calcification of the access vessel and not use manta if the target common femoral artery lumen is <6mm for the 18f manta, whether due to intrinsic vessel size or stenosis from any cause. The teleflex representative reported the vessels were severely calcified and advised the physician against using manta, although the physician continued. Issues were encountered advancing and withdrawing the procedural sheaths. Before the insertion of the procedural sheath, a shockwave was performed on the right iliac and common femoral artery to reduce the risk and friction of the large bore 14f expandable procedural sheath. Post-tavr, heparin, and protamine were administered, and the 18f manta was deployed to the measured depth in the right common femoral artery. A post-deployment angiogram confirmed the manta was malpositioned resulting in a total occlusion due to the manta being deployed intraarterially. Balloon angioplasty was performed, successfully restoring flow. The patient did not experience any harm, injury, or health consequence from this event and the patient outcome was fine post-procedure. The physician noted he took responsibility for poor patient selection and for the decision to move forward using manta. The physician thought he would have been able to navigate and avoid the calcification utilizing ultrasound. Therefore, the cause of the manta not being effective in creating hemostasis requiring balloon angioplasty is likely attributed to user error in poor patient selection. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: intra-arterial deployment. Total arterial occlusion. Additional information: the procedure was a tavr. Pta performed on right common femoral. Flow restored. Patient is doing well and discharged. Physician states he did not use good judgement in selecting patient for manta use.